Event description:
During the investigation of monitor sn (B)(4) for an unrelated complaint, a reportable problem was detected during servicing. The rear response buttons were intermittent. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the rear response button was intermittent. The cause for the intermittent button cannot be positively identified, but was likely physical impact. No adverse event resulted from the defective monitor response buttons. The patient received a replacement monitor.